Event description:
It was reported that an ilet pump displayed repeated ¿unable to proceed¿ alerts during app restart attempts and a meal announcement, and the alert persisted despite force restart, tubing check for drops, and a dry run; the device was replaced and the user reported use of a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem with the pump, and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.